Manufacturer narrative:
Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. Ensure your cgm transmitter is not connected to the dexcom receiver before pairing with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was paired to the dexcom receiver. Customer disconnected the transmitter from the dexcom receiver to address the issue. Customer referred to dexcom for additional troubleshooting, and advised to call tandem customer technical support should the issue continue. There was no reported impact to the customer's blood glucose level.